Event description:
During a cataract extraction procedure on a very dense cataract, the surgeon reported experiencing a corneal burn in the operative eye. The wound required sutures and a tissue patch to close the incision.

Manufacturer narrative:
The phacoemulsification machine was tested and examined at the customer location by an amo svc tech. The machine was found to be operating within the spec, however, the handpiece was found to overheat. The handpiece has been forwarded to the MFR for further analysis.